Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician. Product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (unknown), concentration 10 mg/ml at a dose/frequency of 5.21 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump was not programmed correctly at the last refill; the error was caught by the office staff when they were going through charts/paperwork; the patient was contacted and would be seen in the clinic the day after this report. It was reported that the pump was refilled with a new concentration on (B)(6) 2017 but the pump was not programmed with the new drug information; the concentration changed from 1 mg/ml morphine to 10 mg/ml morphine; the pump was programmed 1 mg/ml at 0.521 mg/day, and the dose the patient started to receive approximately 24 hours after the refill was 5.21 mg/day. It was reported that the programming error caused an overdose; the reported symptoms were increased fatigue and difficulty swallowing. No further complications were reported.